Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the surgeon alleged a 4-5mm inaccuracy in the patient's right septum. It was reported that this occurred with all instrumentation, and there was no metal interference. The surgeon was accurate in all other areas of the anatomy, including the patient's left and external points on the patient's right. Tracer was used for registration. Top of the head was missing from the scan; also noted that the patient was large in size. They were unable to re-register to collect more posterior points in tracer registration. The surgeon opted to discontinue the use of navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
No patient logs/scans have been returned to manufacturer for evaluation. Patient scans/logs not returned.